Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using an unknown delivery system. During procedure, upon deployment the disc fell, disc and lobe were touching and movement of the lobe was noted. The physician snared the device and recaptured, upon doing that the device was dislodged in left atrium (la) and then into the left ventricle (lv). The patient required a surgery to remove the device completely. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that during amulet procedure, disc and lobe were touching and movement of the lobe was noted. The device was snared, upon doing that the device was dislodged in left atrium and then into the left ventricle. The anatomy of the left atrial appendage (laa) and choosing the incorrect size device are possible causes for device migration or embolization. No additional information was received for review. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the limited information received, the cause of the reported incident could not be conclusively determined. The reported medical intervention was a case specific circumstances as the embolized device was attempted to be snared, however the patient required surgical intervention to remove the embolized device completely. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using an unknown delivery system. During procedure, upon deployment the disc fell, disc and lobe were touching and movement of the lobe was noted. The physician snared the device and recaptured, upon doing that the device was dislodged in left atrium (la) and then into the left ventricle (lv). The patient required a surgery to remove the device completely. The patient was reported stable.